Event description:
It was reported that the user experienced hyperglycemia with blood glucose exceeding 350 mg/dl for over 90 minutes and contacted support to navigate to the change cartridge and tubing page on the ilet after removing supplies due to a low cartridge; no alerts or alarms were reported and the user noted no kinks or leakage in the infusion set. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included correction of hyperglycemia using 10 units of subcutaneous insulin via backup therapy and no medical intervention or hospitalization. Investigation included troubleshooting and user education by guiding the user to the cartridge and tubing change page. Investigation of this case revealed an undetermined cause of the hyperglycemia with no device malfunction identified based on user report. It was concluded that the event was user-reported hyperglycemia of unclear cause with resolution after backup insulin and device guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.